Manufacturer narrative:
The patient sample was submitted for investigation. During the investigation, the customer values could not be confirmed. No interfering factor was identified. A specific root cause could not be identified. The values generated by assays from different suppliers may differ. This relates to the overall setup of the assay, the antibodies used and differences in reference materials/methods and the standardization method used.

Event description:
The customer had questionable thyroid results for one patient sample. The customer did not provide the date their testing took place. The sample was provided to the manufacturer for investigation. From the sample provided, erroneous free triiodothyronine (ft3) results were identified between the customer's e602 analyzer, a centaur analyzer, an e170 analyzer and an e411 analyzer used by the manufacturer during investigation. Erroneous free thyroxine (ft4) results were identified between the customer's e602 analyzer and a centaur analyzer. Refer to the attached medwatch data for the patient results. No adverse event occurred. The ft4 reagent lot number and expiration date from the customer site was not provided. The ft3 reagent lot number and expiration date from the customer site was not provided. The ft3 reagent lot number for both the e170 analyzer and the cobas e411 analyzer was 180230 and the expiration date was provided as 09/2015. Based on the available data, a general reagent issue could be excluded. There is no sample left for further analysis. A specific root cause could not be identified. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing these assays from different vendors.

Manufacturer narrative:
The customer has provided additional results from a new sample for this patient tested for tsh, ft4 and ft3 - free triiodothyronine (ft3 iii). The date the tests were performed was not provided. Information regarding if erroneous results were reported outside of the laboratory and if the patient was adversely affected by these results was requested but not provided. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).